Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a post-operative examination and it was noted that the left ventricular lead appeared to be drawn back. No intervention was reported. No further information could be obtained.